Manufacturer narrative:
(B)(4). Age at time of event: estimated age ((B)(6)). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is being filed due to a chordal rupture that occurred post a mitraclip procedure. Intervention was performed with a second mitraclip procedure. The cause of the rupture was not specified, therefore, the clip cannot be excluded as potentially contributory to the chordal rupture. It was reported that on (B)(6) 2010, a mitraclip procedure was performed and two clips were implanted. Due to a posterior chordal rupture, another mitraclip procedure was performed on (B)(6) 2014. One clip was implanted reducing the degenerative mitral regurgitation grade from 3 to 1. There was no partial detachment of the previous implanted clips. The relationship of the device to the chordal rupture was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event(reported as (B)(6) 2014). Implant dates corrected from (B)(6) 2010 to (B)(6) 2011. The mitraclip remains implanted on the mitral valve leaflets. There was no reported device malfunction associated with the clip delivery system or implanted clip. A review of the device history record revealed no nonconformances that would have contributed to this event. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (chordae rupture), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. In this case, during patient follow-up in (B)(6) 2014, it was found that the posterior chordae had ruptured and the mr grade had increased. In the opinion of the physician, the chordae rupture and the increased mr grade were caused by progression of the disease and not related to the implanted clips. Therefore, it was determined that the chordae rupture and worsening mr was due to worsening patient anatomy, and is not an indication of a product quality deficiency with respect to manufacturing, design, or labeling of the device.

Event description:
Subsequent to the initially filed medwatch report, additional information received: in (B)(6) 2014, a posterior chordal rupture was found and the mr grade increased. On (B)(6) 2011, a mitraclip procedure was performed and degenerative mitral regurgitation grade was reduced from 4 to less than 1. In the opinion of the physician, the chordal rupture and increased mr grade was caused by progression of disease and was not related to the implanted clips. No additional information was provided.